Event description:
A tunneled central venous catheter was being placed for therapeutic purposes. During catheter insertion, the tabs on the sleeve had come off before the physician had finished the case. The physician was able to finish the case with difficutly.